Manufacturer narrative:
(B)(4). The torque wrench was returned to the customer quality unit (cqu) for evaluation. Visual examination of the torque wrench showed slight witness marks on the device was are signs of usage over time. No other defect or damage was seen on the device. The device was sent to torque testing. Based on the result of the test, the torque did not meet the specification of the device as the torque wench was above the specification. A device history review identified no issues during the manufacturing and release torque wrench that could contribute to the problem reported by the customer. Torque wrench was released accomplishing all quality requirements. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the over torqueing of the torque wrench cannot be positively determined. The likely cause of this defect is wear and tear with constant usage over time. It is very important to note that this instrument has been in the field for approximately 14 years. No issues could be identified in the manufacturing or release of this device. Therefore, this complaint will be closed with no further action required. If more or new information becomes available at a later date, the complaint will be reopened and the products will be evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: surgeon finds he¿s finding the expedium torque handles and shafts have been stripping more often. The surgeon wants them all replaced.